Event description:
The manufacturer received information alleging a ventilator would not provide pressure. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator not providing pressure. Additional information provided by the third party service center states the issue was found with the patient circuit and not the device.